Manufacturer narrative:
.

Event description:
It was reported that at the refill visit in 2007, the hcp aspirated 18 mls from the pump. The patient reported the therapy appeared to be less effective; however, she had no complaints of pain. The pump reservoir was then refilled with 20 mls of morphine. A second discrepancy was noted on 11/07/2007 at which time the entire 20 mls was aspirated from the pump reservoir. The catheter and connections were examined under fluoroscopy (date not reported) and the hcp reported that they appeared to 'look good'. Further catheter evaluation was attempted, but the hcp couldn't access the catheter access port. A study was performed (date not reported) and the pre and post bolus comparison pictures indicated that the pump rollers had appropriate rotation. The patient was scheduled for study. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report number: 2182207-2007-04404.